Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The reported malfunction was not replicated or confirmed. The customer indicated that the replacement analog board resolved the reported malfunction. Analysis for reports of this type has not identified an increase in trend.